Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the patient experienced blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms. The patient's blood glucose readings do not meet animas's criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box did not show any alarms, errors or warning related to the original prime issue complaint. During the actual testing, the rewind, load cartridge and prime steps were performed successfully with no alarm occurrences. A force sensor calibration check was performed and indicated that the sensor is detecting correct force. In addition, the pump was exercised for 24 hours with no prime issue occurrences. Unrelated to the original complaint, the battery compartment was noted to be cracked.